Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the instrument handle was deformed/warped. Due to the noted damages, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoracoscopic segmental resection of the lung at the second firing. The doctor used the reload to perform firing at the lung area, and it advanced smoothly to the distal end. But the black return knob failed to return. The doctor tried to return the black return knob somehow ,then device could be removed from the tissue, and there was no harm with patient including the staple line. The procedure was completed with another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.